Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that while in the operating room (or), immediately following the initial implant, the primary system controller for this patient had a driveline fault alarm which was unable to be cleared. The team swapped out the system controller backup battery but the alarm persisted. In the or, prior to transport of the patient to the unit, the decision was made to exchange the primary system controller for the patient's backup. The alarm resolved after the controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline fault alarm was confirmed. The system controller (serial #: (B)(6)) was returned for analysis and a log file was downloaded from the returned controller for review with relevant events spanning approximately 196 days ((B)(6) 2019, (B)(6) 2000, (B)(6) 2020 per time stamp). Driveline power fault alarms were active and coincident with pwr_a_broken and ocp_a_open faults on (B)(6) 2020 from 11:34:10 to the end of the log file. The driveline was disconnected for a system controller exchange on (B)(6) 2020 at 12:12:19. The driveline fault did not affect pump operation. The system controller underwent preliminary and functional testing. A driveline power fault alarm was active, and the system monitor showed a damaged fuse a. The system controller was opened to further investigate the damaged fuse. Fuse 6 was found to be damaged and was removed and a working fuse was soldered on. The system controller was reconnected to the system monitor and the driveline fault was no longer active, and no fuses were found be damaged. Testing was continued. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. The root cause for the reported driveline fault alarm was conclusively determined to be due to a damaged fuse; however, the root cause for the damaged fuse was not conclusively determined through this analysis. The device history records were reviewed (shop order: (B)(4)) for the system controller (serial #: (B)(6)) were reviewed and the system controller was found to pass all manufacturing tests and qa specifications. No further information was provided. The manufacturer is closing the file on this event.